Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿when pushing air into the vial the gasket failed and the med shot through the gasket and down through the barrel, thus wasting the med.¿ a review of the device history record (DHR) of the reported lot number indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. No deficiencies were recorded relating to this customer report. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes or syringes which leak during the syringe molding, assembly and packaging processes. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements, and personnel training and certification. A lot cannot be released unless it passes all visual and physical testing requirements. The actual device was returned for evaluation. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. The device was not returned in original condition or packaging for investigation. The device was received with the following observed conditions: outside diameter scratches/marks, damaged/dented syringe barrel, the syringe was used by customer and contained unidentified liquid. The issue of syringe leaking in fluid pathway was confirmed on the syringe sample. The reported customer complaint was confirmed. A root cause/probable cause analysis was conducted evaluating possible contributing factors. Based on the available information there is insufficient evidence available to determine a most probable root cause. Therefore, a root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported when pushing air into the vial the gasket failed and the med shot through the gasket and down through the barrel, thus wasting the med.